Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (b)(62017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pelvic inflammation") in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, vaginal bleeding, menorrhagia, asthma, depression, gravida ii, parity 2, nabothian cyst on 1-sep-2006, adenomyosis on 1-sep-2006, depressed mood and gerd. Previously administered products included for birth control: mirena; for an unreported indication: fluoxetine from 2007 to 2009. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea cramping),"). In 2009, the patient experienced rash ("rashes or skin conditions type: rashes, rashes or skin conditions type: rashes on butt and thigh"), constipation ("other injury(ies) or complication please describe: constipation"), alopecia ("hair loss") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("pain") and back pain ("back pain"). The patient was treated with surgery (essure tubal ligation, hysterectomy (tlh), salpingectomy (bilateral, nja abdomen)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, constipation, abdominal distension and back pain had resolved and the pelvic inflammatory disease, rash, dysmenorrhoea, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, dysmenorrhoea, menorrhagia, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-aug-2008: good position of the essure. No spillage from the fallopian tubes.; on 15-oct-2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-feb-2019: medical record received - event pelvic inflammation was added, medical histories were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, vaginal bleeding, menorrhagia, asthma and depression. Previously administered products included for birth control: mirena; for an unreported indication: fluoxetine from 2007 to 2009. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea cramping),"). In 2009, the patient experienced rash ("rashes or skin conditions type: rashes, rashes or skin conditions type: rashes on butt and thigh"), constipation ("other injury(ies) or complication please describe: constipation"), alopecia ("hair loss") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, constipation, abdominal distension and back pain had resolved and the rash, dysmenorrhoea, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, dysmenorrhoea, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs+mr received: event abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type:rashes, rashes or skin conditions type: rashes, dysmenorrhea (cramping), pain, weight gain, other injury(ies) or complication please describe: constipation: please describe: constipation:, hair loss were added. Lot number, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic inflammatory disease ('pelvic inflammation') in an adult female patient who had essure (batch no. 626508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst on (B)(6) 2006, adenomyosis on (B)(6) 2006, dysmenorrhea, vaginal bleeding, menorrhagia, asthma, depression, gravida ii, parity 2, depressed mood and gerd. Previously administered products included for birth control: mirena; for an unreported indication: fluoxetine from 2007 to 2009. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea cramping),"). In 2009, the patient experienced rash ("rashes or skin conditions type: rashes, rashes or skin conditions type: rashes on butt and thigh"), constipation ("other injury(ies) or complication please describe: constipation"), alopecia ("hair loss") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("pain") and back pain ("back pain"). The patient was treated with surgery (essure tubal ligation, hysterectomy (tlh), salpingectomy (bilateral, nja abdomen)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, constipation, abdominal distension and back pain had resolved and the pelvic inflammatory disease, rash, dysmenorrhoea, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, dysmenorrhoea, menorrhagia, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: good position of the essure. No spillage from the fallopian tubes.; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. On (B)(6) 2019: pfs received. No new information. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.